Manufacturer narrative:
Anti-backup. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The instrument was returned with the anti-backup damaged and with the cartridge cover cracked. However, the instrument was cycled, fed, and formed the clips properly. As reviewed and no anomalies were noted during the mfg process. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a mammary cleaning out procedure, the clips would not advance. There was no adverse pt consequence.